Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use state the following: "instructions for use] to secure sterile field for the procedure, spread a clean wrapping paper first. Place waterproof sheet beneath patient¿s buttocks. (Fig. 1) put on sterile gloves. Open tray and place it on the wrapping paper. (Fig cleanse the area around the external urethral meatus with the cotton balls immersed in the antiseptics. (Fig. 3) lubricate catheter by water-soluble lubricant packaged in the tray carefully insert catheter into the urethral meatus, and advance it until the balloon enters the bladder. Using a syringe packaged in the tray, gently infuse the specified volume of sterile water into the inflation lumen to inflate the balloon. Inject entire amount of water contained in the syringe. Water should not remain in the syringe after infusion pull catheter slightly to seat the balloon at the level of the bladder neck. After secure placement of catheter in the appropriate position, fix the drainage bag to the bed properly. (Fig. 6) fix the outlet tube of drainage bag to the bed sheet using clips to ensure that there is neither twist nor kink in the tube. (Fig. To deflate balloon and remove catheter, gently insert a luer tip (needleless) syringe in the inflation valve. Even without aspiration, sterile water in the balloon will come out spontaneously through balloon deflation. After balloon deflation, withdraw the catheter". (B)(4).

Event description:
It was reported that there was no urine flow from the inlet tube into the urine drainage bag.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that there was no urine flow from the inlet tube into the urine drainage bag.